Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with dual lumen peripherally inserted central catheter (PICC). The customer states a PICC was placed on (B)(6) 2012 in the pts left arm. A leak was noticed just below the molded strain relief of the secondary extension tubing. The PICC was removed on (B)(6) 2012 and replaced with a l- catheter. The pt status is fine.